Manufacturer narrative:
The device was returned and the evaluation found that the function control is giving the error e101. There was also dust and debris build up, cosmetic wear and tear on the faded front panel, and is missing screws and washers on the non olympus lamp. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the light source had an e101 temperature error. The issue was found during the procedure. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it was presumed that the cause is that dust and trash have accumulated in the ventilation hole. However, the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.